Event description:
It was reported via repair work order that the bed had no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the bed had no power. Supplemental submitted as the investigation concluded that the head end was stuck at low height due to a damaged cpu board. It is not likely to harm the patient as this will result in caregiver annoyance only, as the low height is optimal for CPR administration. No functions were affected and no exposed sharp edges were created. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.